Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. The test ultralink meter communicates properly to pump. The pump downloaded properly to the carelink software and the data recorded properly on data reported. Analysis was unable to perform the occlusion test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via email that the customer's insulin pump has not been downloading or storing information. The customer's blood glucose was 94 mg/dl at the time of incident. The insulin pump will be returned for analysis.